Manufacturer narrative:
The device was not returned for eval. We are unable to assess product condition. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hypercalcemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death, if insulin delivery is interrupted for any reason, you may need to replace the missing insulin --usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."

Event description:
The customer reported that while he was wearing a pod, the cannula dislodged. While the adhesive stayed on. He stated that his blood glucose level rose to 22 mmol/l (396 mg/dl) because he was at work and was not able to put on a new pod.